Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 266 mg/dl, 463 mg/dl, 321 mg/dl, 174 mg/dl, 581 mg/dl, 202 mg/dl, 309 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.